Event description:
It was reported that the patient had a driveline fault alarm. The alarm was coming back after it was cleared from the system monitor. The patient was changed to their backup system controller and was connected to a non-grounded patient cable which also did not resolve the alarm. There was no pump stop notice. The alarm was muted permanently and the patient was discharged home.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that based on the x-rays provided there appeared to be an issue at the pump end bend relief. A better angle of the pump was requested as the lateral x-ray was not sufficient to get a proper view. The rest of the x-ray looked fine and the pictures of the external driveline showed no area of cosmetic damage at all.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted log file confirmed driveline fault alarms which were indicative of a potential driveline wire issue. A specific cause for the suspected driveline wire issue could not be conclusively determined through this evaluation. A review of the submitted log file confirmed ongoing, silenced driveline fault alarms which were indicative of a potential driveline wire issue. The system otherwise appeared to be operating as intended at the fixed speed, and there were no other notable alarms active in the log file. Review of the submitted driveline images and x-rays noted a potential area of concern on the driveline near the pump body; however, a driveline wire compromise was unable to be conclusively confirmed through the available images. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 7 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The tech team confirmed at their analysis that there were suspected areas of compromised driveline close to the pump. No the alarms weren't resolved and have been permanently muted. The patient was discharged home. There was no update from the clinic on a plan for care. No products would be returned.